Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following literature was reviewed: ¿consideration about two cases which were performed surgical treatment for infection of viabahn stent graft after evt¿ (jun okatome, et al., journal of the japanese society for vascular surgery, 2021: 30(suppl.) P.o48-4) a (B)(6)-year-old woman who had type 2 diabetes underwent endovascular treatment of bilateral peripheral arterial disease using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) device at another medical institution. The viabahn device was implanted in the bilateral superficial femoral artery. At postoperative three months, a pain in the left femoral area was reported, and an increase in inflammatory response was observed. An examination revealed a suspected abscess formation around the left superficial femoral artery stent graft. Antibiotic therapy was performed but did not improve the symptoms, therefore the infected viabahn device was removed surgically and a bypass of the left femoral artery-above-knee popliteal artery was performed. The patient tolerated the procedure.